Manufacturer narrative:
Per investigation the canister's torque specification or the torque applied during the manufacturing process was not sufficient to keep the neck bushing in place. Thus, when the bottle became stuck in the system, additional tightening caused the neck bushing to back out and gas to burst out of canister. Candela has since recalled these defective units and the preventative action in place is to increase the torque beyond the range that a human can hand-loosen the neck bushing.

Event description:
Customer reported a malfunction involving a cryogen canister. Customer reported the canister was loose in the holder and exploded while changing the canister. Upon follow-up of the case, the customer reported that the device indicated the cryogen canister was empty when it was still "half full." Laser technician used the "purge" to try to correct the issue with no resolve. When attempting to "purge" again, the canister exploded up into the air and hit the ceiling. The threaded portion of the canister tip remained in the laser. Customer reported that no one was injured during this event and there were no patients in the room when this occurred. The cryogen canister is an accessory utilized in the candela laser systems to cool the epidermis.